Event description:
Implant was placed 05/1995 in site #13. Restoration was completed 11/1995, with a fixed catheter abutment. The patient has broken 2 different abutments. After this, the implant failed. It was removed 02/18/1998.